Event description:
The customer reported a pt claimed they were shocked by the lead set of a holter device. The device is powered by aaa batteries and is highly unlikely to have delivered a shock to a pt but due to the lack of info, this complaint will be reported in an abundance of caution. The device is being sent back to the (B)(4) facility for eval.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.